Event description:
It was reported by hill-rom that the bed exit alarm was not functioning properly due to needing a soft reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.